Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient sustained a head trauma and subsequent swelling and loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. CT imagery (date not reported) reveals the electrode array is positioned extra-cochlear. The patient underwent revision surgery (date not reported) to reposition the implant.